Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the new device failed the flow delivery accuracy test due to a 'travel coarse error - check clutch/plunger lever.' No plunger motion was shown on the analog sensor page. The incident occurred during testing.

Manufacturer narrative:
D9: date returned to mfg; 8/27/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable cause is due to the position potentiometer was not connected to the main circuit board. The potentiometer was reconnected.